Manufacturer narrative:
Ge healthcare contacted the hospital risk manager for additional information regarding the root cause and resolution of the reported issue. The risk manager advised that all known information has been submitted in the FDA report (B)(4), and no additional information will be made available. Serial number not available. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported that during surgery, the anesthesia machine shutdown unexpectedly. There was no report of patient injury.